Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental.

Event description:
It was reported that "patient's sacral screws broke at 12 months post-op. Dr (B) (6) revised this patient on (B) (6) 2010 and put new sacral screws in."